Event description:
Pca pumps with syringe of dilaudid are not accurate with infusion amount, which is always greater than what is actually given to the patient. For example, a new 50ml syringe of dilaudid pca will be applied and when the patient has used up a total of 50 ml, there will still be about 15 ml left in the syringe. In this case, patient had 50ml dilaudid syringe changed at 0500. By 0600, patient had attempted 7 bolus and given was 5 (ba/bg: 7/5). Current settings for pca is at 0.4 bolus/ 10 mins bolus interval/ max of 6 per hour. According to settings, each bolus should equate to 2ml of dilaudid. At 0600 his syringe amount was at 45ml with ba/bg of 7/5. He should only have 40ml in the syringe because 5 boluses of 0.4mg/2ml were given between 0500-0600. Nurse stood by pump while patient pressed for a bolus and watched the entire infusion of a bolus and on 3 occasions, respectively patient got what appears to have been 0.8ml, 0.8ml, and 0.5ml per bolus, when it should have been 2ml per bolus. Charge nurse witnessed 3rd bolus of 0.5ml.